Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was closure of an unknown vessel using the pre-close technique prior to an unknown procedure. Reportedly, the device did not deploy properly with a prostyle device. The suture of a new prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported failure to fire was observed as a link break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.